Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed multiple low flow alarms; however, a specific cause could not conclusively be established through this evaluation. The submitted log files contained data from 5may2019 through 9may2019 and from 2jun2019 through 3jun2019. The log file showed transient low flow hazard alarms on 6may2019, 7may2019, and 8may2019 and nearly constant low flow alarms on 2jun2019 and 3jun2019 when the estimated flow dropped below a threshold of 2.5 lpm. Despite the observed alarms, no other atypical events were recorded and the pump operated above the low speed limit for the duration of the log files. Additional information was provided stating the patient was admitted for syncope and low flow alarms with suspected dehydration. The patient has known driveline fracture and is currently on ungrounded cable (see MFR #2916596-2018-03623). The cause of the low flow events was determined to be pump malposition versus dehydration. The patient had severe weakness, fatigue, and syncope. The patient was discharged and was planning for hospice in the near future considering the patient was not a pump replacement candidate. The patient remains ongoing on heartmate ii lvas. The hm ii lvas explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. This IFU also outlines preparing and installing the sealed outflow graft, and instructs to verify that the graft is not twisted or kinked. It also states how to properly position and attach the inflow conduit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 8 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported during log file review that there were low flow events. The patient was admitted with syncope and low flow alarms on (B)(6) 2019. The causes of the low flow events were determined to be pump malposition versus dehydration. Symptoms included severe weakness, fatigue, dizziness, and syncope. The patient was discharged from the hospital to a skilled nursing facility and planned for hospice in the near future due to the patient not being a pump replacement candidate.